Event description:
Consumer complaint of high blood results. Customer states her normal range is 90-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (243) and the normal result (90) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of device serial #: typo.s/n (B)(4). Correction of 510(k): (B)(4).

Event description:
Consumer complaint of about high blood results. Customer states her normal range is 90-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (243) and the normal result (90) is located in zone c. No adverse event reported.